Event description:
A caregiver (cg) contacted baxter's technical service center requesting assistance with priming on the homechoice (hc) machine. The cg stated that when he connected the home patient (hp), he realized that the patient line had not primed all the way. The cg stated the hp was in initial drain and he wanted to know if this was okay. The technical service representative (tsr) advised the cg to start over with new supplies for the hp's safety. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Product surveillance spoke with the cg who confirmed there have been no further issues with his wife's therapy. The cg confirmed there was no adverse event as a result of this incident. The cg stated a review of procedures corrected his priming error. The cg stated there were no issues with his product. The reported condition was resolved over the phone; no sample was requested.

Event description:
(B)(4) clinical study. It was reported that during a coronary stenting treatment procedure, incomplete apposition of the stent occurred. The index procedure treated the 70% stenosed, 2.5x9mm target lesion located in the mid left anterior descending artery. Using a direct stenting technique, a 2.5x16mm taxus liberte stent was placed. Post ivus was performed revealing incomplete apposition of the stent. Treatment consisted of additional post dilations with a non-compliant balloon resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of an incomplete prime. The reported condition was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the incident was due to use error. The patient connected before the prime was complete. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer reported a readings issue on their adc meter while using an affected test strip lot. There was no report of death, serious injury or mistreatment associated with this event.